Manufacturer narrative:
H10: during troubleshooting power on unit, performed controls test, found nav ring not working. Touchscreen operation was working. The engineer performed diagnostic and completed field correction order as per instructions. Performed touchscreen calibration. Also performed the required test(s) outlined in chapter 9 of the v60 service manual front bezel for part replaced. H11: g1 updated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
The customer reported navigation (nav) ring failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.